Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax), additional information has been provided in d9 and h6.

Event description:
The patient survived at explant.

Manufacturer narrative:
B5 updated. Corrected data: d1 brand name updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via femoral arterial access in a female patient of unknown age for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities and society for cardiovascular angiography and interventions (scai) shock stage prior to initiation of support were not reported. During impella cp support, it was reported by the managing physician that a pump stop occurred, accompanied by elevated motor current. Multiple attempts to restart the device were unsuccessful. At the time of the event, the patient remained hemodynamically stable. The physician reported that systemic anticoagulation had been maintained within the target therapeutic range throughout support. A decision was made to remove the impella cp device. Upon explant, the physician reported that the device appeared externally intact, with no visible thrombus or mechanical damage identified. Following device removal, the patient remained clinically stable, and it was noted that heart failure-directed medical therapy was to be further established as part of ongoing clinical management.